Event description:
On 10/03/2025, a facility representative reported via sems-07083184 that an ar-12990n knee scorpion needle tip broke off in a knee scope with meniscal repair. They were not exactly sure when or how it happened. They said the scorpion did not fire a couple of times in a row, so they had the tech check, and they noticed that the needle tip broke off. The rep was unsure of the patient's bone quality, as nothing was used to prepare the bone socket for implant insertion. All fragments were retrieved from the patient, and the procedure was completed using an additional needle. It was advised there was a five-minute delay at most, and to the best of their knowledge, there was nothing out of the ordinary or any extra anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu warns against the usages listed to help avoid needle breakage and potential patient injury.